Event description:
The pt reportedly experienced intermittencies. Programming adjustments were made and external equipment exchanged, however this did not resolve the issue. Testing revealed the device is not functioning within specs. Revision surgery will be scheduled.